Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels, no delivery alarm, failed battery test and insulin pump had a blank display. The customer was treated high with humalog pen. Customer's blood glucose value was unknown. The customer was assisted with troubleshoot and customer states display is blank currently. Customer states the contacts on the battery cap are neither missing nor damaged. The customer reported that display did not return after pump restart. The customer reported that they delivered to bolus and he got no delivery alarm. Troubleshoot was performed. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by changing complete set. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was not returned for analysis.